Event description:
A report from the USA stated the graphical user interface (gui) for an 840 ventilator became in operative. There was no report of pt involvement. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the gui printed circuit board assembly (pcba), backlight inverter pcb's and installed revision ak software. The ventilator passed performance verification testing (pvt) and calibrations according to mfg specifications. Covidien ref: (B)(4).